Event description:
Pt with identified tight stenosis of distal "r" coronary graft. Dr performed tec and stenting at that lesion with good result. In attempting to place an add'l stent in the mid-portion of the "r" coronary graft, difficulty was encountered in positioning stent. During attempt to remove stent assembly, stent was stripped off balloon catheter. Stent was lodged in "r" femoral artery. A retrieval device was deployed to try to retrieve the stent. Guide wire also became looped around iabp catheter. Repeated attempts made to get stent out. Pt became hypotensive - had to be intubated. Transfusions given. Due to large blood loss and heart failure, hosp was unable to sustain pressure or heart rate.